Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G4 PMA / 510k (premarket numbers) - additional information. H2: type of follow up - additional information. H11: additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.